Event description:
It was reported the insulin pump alarmed compromised force sensor system, motor error, and virtual watchdog error alarm. Motor error alarm occurred twice and was able to restart the device. The device was not working after the compromised force sensor alarm. Customer's blood glucose was 88 mg/dl. It was unknown if the device was dropped or bumped prior to the alarm occurring. The drive support cap was normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.